Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 9 - ventricular nst<=210 ms average v-cycle between (B)(6) 2010 11:35:08 and (B)(6) 2011 07:14:01. 3 - vf<=210 ms between (B)(6) 2010 11:56:28 and (B)(6) 2011 19:02:40. Ventricular short interval count v-sic=19.8 counts avg/day, in 105.0 days, between (B)(6) 2010 and (B)(6) 2011. 1 - patient alert for lead failure predictor on (B)(6) 2010 21:07:24. Weekly pace lead impedance trend data shows max ventricular pace bi impedance varying over the range for max ventricular pace bi impedance= 380 to 855 ohms peak, between (B)(6) 2010 and (B)(6) 2011.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing, noise, and varying impedances. It was determined that the setscrew was loose. The lead will be revised, and the screw reconnected. The lead and device are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.